Event description:
Uresil multipurpose drain placed. Patient called this morning and said hub broke off last night. Manufacturer response for drainage cath 10f, (brand not provided) (per site reporter): reported to mfg, rep will pick-up & return.